Manufacturer narrative:
An event of a large central jet being seen after the patient was coming off the pump was reported. The device was returned to abbott for investigation. The investigation found that the sewing cuff was intact and all three stent posts were normal in appearance. All three cusps were flexible and contained no tears, perforations or anomalies. Leaflet function was considered normal with all leaflets opening while having no asynchronous motion or leaflet malfunction. No anomalies were found with the valve leaflet, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - clinical code: code 4450 removed, h6 medical device problem code: code 4068 removed.

Event description:
It was reported that on an unknown date a 31mm epic valve was selected for implant. After implantation it was thought that a large central jet was seen after the patient was coming off the pump. The valve was replaced with an unknown device. Patient status is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.